Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use and deployed following a coronary angiogram. Twenty-four hours after deployment, bleeding occurred. The patient was admitted to the hospital and surgical repair of the femoral artery was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.